Manufacturer narrative:
H10: a philips service engineer replaced the power cord to resolve the issue. The device was restored to factory settings and met all the criteria during testing. The device was returned to service.

Event description:
Philips received a complaint by the customer on the v60, indicating that the power cable did not pass the resistance limits while being tested. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer requested that the device be sent to the bench facility to be repaired.

Manufacturer narrative:
(B)(6).